Event description:
It was reported that there was a patient alert and battery voltage differences between two displays. It was later reported that the device had reached its elective replacement interval (eri) and was explanted and returned. A new device was implanted. It was also reported that during implant attempt, the lead would not advance into the coronary sinus branch. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found, however blood was noted on all conductors (not obstructed); full lead returned and analyzed.

Event description:
It was reported that there was a patient alert and battery voltage differences between two displays. It was later reported that the device had reached its elective replacement interval (eri) and was explanted and returned. A new device was implanted. It was also reported that during implant attempt, the lead would not advance into the coronary sinus branch. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood was present on all conductors; full lead returned and analyzed. (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.